Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged on the battery compartment. Customer blood glucose reading was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The device also received with cracked case and cracked battery tube threads.